Event description:
The user reported that the pump did not detect the insulin cartridge during the load step. Troubleshooting revealed there were no loss of prime episodes and that there was an issue with the display screen being faded. The cartridge cap was secure and there were no cracks in the compartment. There was no adverse event associated with this issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no activity outside normal patient use observed in the black box or download history. The pump performed a rewind, load, and prime successfully without alarms. During investigation the force sensor was found to be out of calibration and contamination was observed in the force sensor assembly. Unrelated to the complaint, the display screen was observed to be dim.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.